Manufacturer narrative:
Visual evaluation confirmed the customer's report that the exterior of the outer liner had been scraped by another device.

Event description:
The site's olympus bronchoscope distal end was bent slightly and scraped the outer lining of the edge catheter as it was being pushed through the scope. The pieces of the catheter outer liner entered the patient and the physician retrieved the remnants using forceps. The event was not life threatening and the patient was discharged same day.